Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fatigue ("fatigue"), arthralgia ("joint pain"), allergy to metals (seriousness criteria medically important and intervention required) and ovarian mass ("masses on both ovaries") and was found to have metastatic neoplasm ("metastatic cancer"), weight increased ("weight gain") and breast cancer ("primary stage 4 breast cancer"). The patient was treated with surgery (oophorectomy). At the time of the report, the metastatic neoplasm had resolved. The outcomes for weight increased, fatigue, arthralgia, allergy to metals, breast cancer and ovarian mass were unknown. The reporter considered allergy to metals, arthralgia, breast cancer, fatigue, metastatic neoplasm, ovarian mass and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("nickel allergy") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced allergy to metals (seriousness criteria medically important and intervention required), fatigue ("fatigue"), arthralgia ("joint pain") and ovarian mass ("masses on both ovaries") and was found to have metastatic neoplasm ("metastatic cancer"), weight increased ("weight gain") and breast cancer stage IV ("primary stage 4 breast cancer"). The patient was treated with surgery (oophorectomy). At the time of the report, the metastatic neoplasm had resolved. The outcomes for allergy to metals, weight increased, fatigue, arthralgia, breast cancer stage IV and ovarian mass were unknown. The reporter considered allergy to metals, arthralgia, breast cancer stage IV, fatigue, metastatic neoplasm, ovarian mass and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.